Event description:
It was reported that the customer had daily multiple low blood glucose events and her partner treats with sugar. Customer stated that her blood glucose level will often be over 30 mg/dl. Customer believes that even though she suspends the pump when active, the blood glucose levels will continue to go down. Customer did not seek any emergency medical assistance. Customer almost passed out with one low blood glucose event. Customer will also have calibration errors within the first 6 hours of the sensor. Customer stated that her sensor glucose reading may be very low and their blood glucose level will be very high and vice versa. Customer's most recent blood glucose level was 136 mg/dl. Customer also had an issue with the quick serter allowing adhesive to stick to the needle after releasing the two tabs on the side of the serter. Customer has never cleaned the serter. Customer has an inherited genetic tissue. Customer has never cleaned the serter. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.